Event description:
As reported by the home care dealer, the device, used for apnea monitoring, was alleged to not be alarming when the mother looked in on the baby and observed the baby to have a blue coloration. The mom then startled the baby. It was not stated if the mom's reaction caused a restart of the baby's breathing. No trip to the hosp was necessary. The report states that the monitor had alarmed for apnea two previous times. The distributor reports that the monitors led's indicated that the monitor was counting heart rate and respiration.

Manufacturer narrative:
Cas intends to test / run this device over an extended period, which as of today, is just 6 days of testing. The monitor after 2 days is operating and responding correctly. Testing will continue with negative results not expected.